Manufacturer narrative:
Updated fields: b4, d5, e2, e3, g3, g6, g7, h2, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected fields: d1, h6 (component codes), e2, e1. A getinge field service engineer (fse) evaluated the iabp, and the battery charging failed because it was not recognizing the battery in slot 2. The battery in slot 1 tested as functional. The fse stated that after the tests were performed, it was possible to conclude that the failure was caused by the battery. So, in order to fix the issue, the fse replaced the battery. The unit was then returned to the customer for clinical use.

Event description:
N/a.

Manufacturer narrative:
Device not accessible for testing: (4117/213): a getinge field service engineer (fse) evaluated the iabp, and the battery charging failed, because it was not recognizing the battery in slot 2. The battery in slot 1 was showing as approved and functional. With the tests performed it shows that the battery needs to be replaced, additional information is being requested in regards to whether or not the customer has requested for getinge to service the iabp unit involved. A supplemental report will be submitted when additional information is provided. The full event site name is hospital (B)(6). The full event site address is (B)(6).

Event description:
It was reported that during a routine check by the engineering team the cardiosave intra-aortic balloon pump (iabp) had a battery failure. There was no patient involvement, and no adverse event reported.